Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one month post implantable pulse generator (ipg) change out, the right ventricular (rv) lead exhibited a polarity switch due to out-of-range impedances. The pocket was reopened and the lead exhibited noise and moved within header which revealed an ipg set screw issue. The screw was loosened and the lead was repositioned into the header and the setscrew fastened down. The lead and ipg remain in use. No further patient complications have been reported as a result of this event.